Manufacturer narrative:
Investigation conclusion: device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined. Technical operations team tested retains of the cartridge lot and did not confirm customer complaint.

Event description:
Customer from nba reported on (B)(6) 2021 that player with member ID (B)(6) tested negative twice on (B)(6) 2021, using lot 20582e (and every day since the 14th - the tests from the 17th and prior were using the flawed lot) but returned a brl positive overnight (roche) with cts of just under 25. Technical support reviewed data from backend: (B)(6) 2021: negative, cartridge sn (B)(4), lot 19081b, (B)(6) 2021: negative, cartridge sn (B)(4), lot 20582e, (B)(6) 2021: canceled, cartridge sn (B)(4), lot 20582e, (B)(6) 2021: negative, cartridge sn (B)(4), lot 20582e, (B)(6) 2021: negative, cartridge sn (B)(4), lot 20582e.